Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as back is sore from the sensors being uncomfortable and form the weight of the monitor. Patient has a pinched nerve and is going to physical therapy. The patient also now has sores where the electrodes are. There was no alleged device malfunction contributing to the irritation. The patient is currently in physical therapy for the back irritation. Follow up indicated that the back irritation improved.

Manufacturer narrative:
Not applicable.